Manufacturer narrative:
The following physical damage was found on the insulin pump: minor scratches on the display window, cracked reservoir tube window through the reservoir tube, cracked battery tube threads, broken pump belt clip slot. No damage on the black o ring/seal was noted. However, the reservoir does not stay locked in place properly due to a broken reservoir tube lip. The pump was received without the original pump belt clip. (B)(4).

Event description:
The customer reported via phone call that the rubber ring on top of the insulin pump where the reservoir goes in broke off. The patient's blood glucose at the time of incident was 110 mg/dl. The customer stated that she accidentally bumped the pump with her arm and the rubber liner popped off. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.